Event description:
Pt called lfs alleging difficulty inserting a couple of strips into their meter due to peeling. Customer did not report experiencing any symptoms. Pt reported that this occurred with two strips out of 4 vials. The remaining test strips are being replaced. Pt also reported the meter was set to the wrong unit of measurement. Pt believes they accidentally changed it when trying to access the memory. Although they did increase their insulin due to a reding of 236mg/dl, which they though was 23.6mmol/l, pt did not suffer a serious injury. No further info has been reported.